Event description:
Coupling and communication issues during recharge were reported. The pt stated it took two people to recharge the pt's stimulator. The pt did not use a belt and the recharger had to be held up to the pt's skin. The pt also reported the battery moved and was not stabilized in the device pocket. The pt was encouraged to contact his health care professional. The pt met with the manufacturer representative. It was suspected that the stimulator was overdischarged, however, this could not be confirmed because the physician programmer was unable to locate/communicate with the stimulator. It was suspected that the stimulator was flipped in the device pocket. The representative stated the stimulator flipped easily with palpation. A physician mode recharge(s) and an x-ray to determine if stimulator was flipped was recommended. The pt has decided to have her system explanted.